Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
64 year-old female patient with cardiomyopathy presents to outside hospital with non¿st elevation myocardial infarction (nstemi). During intervention on left anterior descending (lad) patient begins to decompensate after failing to open the artery. Cardiopulmonary resuscitation (CPR) successful. Impella cp then implanted in emergency bailout manner in right femoral artery. During implant of the first impella cp, the pump had to be repositioned multiple times because it kept wanting to track under a papillary muscle. Ultimately they were able to get it into the mid left ventricular (lv) space. Intervention then completed with impella support, however lad appeared to have been perforated. Patient continued to have low blood pressures, drugs added, patient sent to ICU. Patient then transferred to advanced care facility, where extracorporeal membrane oxygenation (ECMO) was added as the primary support device, and planned escalation to impella 5.5, which was aborted for a second impella cp via the axillary artery. Patient continued decompensating and sternotomy performed. Bleeding from perforation present, however physician was unsure of if perforation was from wire or existing lad perforation from outside hospital, along with the activated clotting time (act) being 496. Perforation fixed, and patient stabilized after 3 unit blood transfusion despite efforts the family decided to withdraw care. First impella cp will be coded to hypotension, and major bleed, even though most of these events may have occurred before impella insertion. The second (axillary) impella cp will be conservatively coded to death, although the patients critical disease state is the most likely cause.